Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 20-jun-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ cartridge lot w25005.

Manufacturer narrative:
Apoc incident #: (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 27-may-2025, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant hematocrit result on a 62-year-old male patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: date: collected tested: hgb(g/dl) hct remarks: lab , (B)(6)2025 ni, 12.4 ni beginning of operation, I-stat, (B)(6) 2025 19:19 , immediately , <15 during the operation, I-stat , (B)(6) 2025 19:37 , immediately 8.2 24 during the operation, lab , (B)(6) 2025 ni , 14.8 , ni post transfusion (2 units). The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.